Event description:
It was reported that during a laparoscopic cholecystectomy, when the doctor fired the instrument, if he squeezed the handle too hard, the clip scissored on him, and if he tried not squeezing the handle as hard to prevent scissoring, the clip would not hold on cystic duct. Case completed with same instrument. No pt consequences. No instrument returning.